Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the hospital due to a syncope event. The lead was implanted in the left bundle branch (lbb) area. The device interrogation revealed the rv lead automatically switched to unipolar configuration and the pacing impedance showed greater than 3000 ohms. In addition, noise interference was observed. It is believed that the lead exhibits a conductor fracture. The physician decided to explant and replace this lead. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
Investigation summary: with all available information, boston scientific concludes that unknown factors most probably contributed to the event. This product has not been returned by the customer. If the product is returned for analysis, a supplemental report will be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device has not been returned to boston scientific. Product record reviews did not identify a potential product quality issue or new patient harm. Analysis of available information did not identify specific complaint cause. Labeling review: review of labeling determined implant instructions were adequate. The manual was unlikely to be the cause of the reported complaint. Investigation conclusion: it can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the hospital due to a syncope event. The lead was implanted in the left bundle branch (lbb) area. The device interrogation revealed the rv lead automatically switched to unipolar configuration and the pacing impedance showed greater than 3000 ohms. In addition, noise interference was observed. It is believed that the lead exhibits a conductor fracture. The physician decided to explant and replace this lead. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the hospital due to a syncope event. The device interrogation revealed the rv lead automatically switched to unipolar configuration and the pacing impedance showed greater than 3000 ohms. In addition, noise interference was observed. It is believed that the lead exhibits a conductor fracture. The physician decided to explant and replace this lead. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.